Event description:
It was reported that a surgeon performed a laparoscopic salpingo-oophorectomy on a healthy pt who had an ovarian cyst. He instilled intergel at the conclusion of the procedure and closed the fascia of the umbilical incision with 2 vicryl sutures. The surgeon noted what he thought was an incisional hernia in the recovery room. It measured 5-6 cm. He also noted the intergel was leaking from the umbilical incision he closed. It was later determined that the mass was suprafascial collection of intergel. It was determined by draining and the mass is resolving.